Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinicians had reported issues programming hydromorphone and vancomycin infusions due to the guardrails drug library. As a workaround, they are programming these medications under an incorrect guardrails option. E.g. They will program a high dose hydromorphone infusion under the ¿palliative¿ entry instead of the ¿standard¿ entry, even though the patient is not palliative. Similarly, they will program vancomycin under ¿peripheral¿ instead of ¿central¿ since the central entry does not have the proper concentration/IV size bag. The clinicians are not aware of an internal process to send issues like this to their pharmacist/keeper of the dataset for resolution/dataset updates. This was reported to bd representatives during site visit. There was patient involvement but no harm.